Manufacturer narrative:
Additional information was requested, however it is reported that no additional information is available at this time. Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the patient outcome. Should additional information become available, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This MDR is submitted to represent mesh #1 an additional MDR was submitted to represent mesh #2. Remains implanted.

Event description:
The following was reported via (B)(6). On (B)(6) 2002 the patient was implanted with, two bard flat mesh devices. Mesh #1 was used for a burch colposuspension and mesh #2 was used to attach muscles to the back that were torn off during child birth. As reported, since implant the patient has experienced bloating, constipation, exhaustion and daily constant pain with varying degrees of pain. As reported it appears the patient is experiencing problems with her legs, the report states that she cannot stand for long, nor can she walk long distances. As reported, "it feels like something is pulling them back, and something sticking into their back" the left leg goes numb and 3 years ago she broke a foot when she got up off the couch as could not feel her foot, her legs toss and turn all night and cannot get comfortable, "and they cannot bend down."